Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system (sds); was returned for analysis without the manifold portion. A visual and microscopic examination of the crimped stent found stent damage across most of the stent. Stent strut rows 2 to 11 (counting from the distal end of stent) were distorted and lifted from the stent profile in parts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break, a partial hypotube break/hypotube fracture and multiple kinks along the hypotube. The device was measured from the distal tip to the break. The break occurred approximately 22 cm from the distal end of the strain relief. The device was measured from the distal tip to the partial break/fracture site, therefore the partial break/fracture occurred approximately 25 cm from the end of the strain relief. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2017. It was reported that advancing difficulties were encountered. The 90% stenosed target lesion was located in the mildly calcified distal right coronary artery (rca). After predilation, a 3.00 x 16 mm promus element ¿ drug eluting stent was advanced to treat the target lesion; however, difficulty advancing was felt. Multiple attempts were made, yet the stent failed to reach the target lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, hypotube break and hypotube fracture.